Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a gastric bypass procedure, details of event are unknown or nurse just reported that the trocars mentioned above lost some pressure (leaked). No further details were reported. Two different trocars were used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of two devices, no devices will be returning.